Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up, an 840 ventilator had a screen blocked error. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and found the touch frame was not working. The se replaced the touch frame and latch. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: a touch frame printed circuit board (pcb) and a graphic user interface (gui) latch were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and areas of contamination were found on the pcb. Further investigation found that the contamination is as a result of fluid ingress originating from cleaning products. The gui latch was broken. The returned touch frame pcb was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. The gui latch due to the damage, it could not be attached to the test ventilator. An investigation was performed and the product analysis technician reported that the root cause was isolated to the touch frame cont amination. The root cause for the gui latch was damaged during service. If information is provided in the future, a supplemental report will be issued.